Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible kinked catheter. Balloon did not inflate". Additional information states that the iab catheter was removed and replaced. The second iab catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".